Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data. Technical services (ts) recommended further in clinic examination. At a later date, x-ray imaging was performed and no issues were noted. Therapy delivery was disabled due to the noisy signals. Subsequently, this s-ICD system was explanted. A new system was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Corrected fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data. Technical services (ts) recommended further in clinic examination. At a later date, x-ray imaging was performed and no issues were noted. Therapy delivery was disabled due to the noisy signals. Subsequently, this s-ICD system was explanted. A new system was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data. Technical services (ts) recommended further in clinic examination. At a later date, x-ray imaging was performed and no issues were noted. Therapy delivery was disabled due to the noisy signals. Subsequently, this s-ICD system was explanted. A new system was implanted. This device has not been returned. No additional adverse patient effects were reported.